Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:26:22. During night drain cycle two, the patient's ultrafiltration reading was 1372ml, indicating the home patient (hp) drained 1372ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had ultrafiltration reading of 1372ml during the therapy initiated on (B)(6) 2011 23:26:22 night drain cycle 2, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the cycle 2 drain was completed on (B)(6) 2011 at 02:28 and the user's actual drain volume during cycle 2 was 1567 ml. The user had a partial fill 2 of 1568ml and the actual drain volume of 1567ml is 78% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.